Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk-1 transseptal needle, mobicath small curve 8.5fr sheath, model # d-1400-10. (B)(4) are related to the same incident. Force sensor error 106 displayed on the carto 3 system. Cables were replaced twice with a new and a reprocessed cable without resolution. Catheter was replaced without resolution. Patient interface unit (piu) was rebooted and the study was reloaded without resolution. Case continued without using the force component of the catheter. After the case was completed, the bwi representative reported that a new test study was launched and the issue remained. There is no information regarding spi value, catheter proximity, or carto indicating to re-zero. Smarttouch catheter was not zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit, as error 106 occurred. Since both thermocool smarttouch bi-directional sf catheters may have been in the patient¿s body prior to the injury, bwi is taking a conservative approach by reporting under both.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with two thermocool smarttouch bi-directional sf catheters and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, a tamponade was confirmed via intracardiac echocardiogram and echocardiogram. Pericardiocentesis yielded 450 cc. Patient was reported to be in stable condition. Patient required one additional day of extended hospitalization as a result of the adverse event. Patient fully recovered. It was noted that the patient was in sinus rhythm during the procedure. It was noted that the event may have occurred during mapping or ablation phase. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath in use was a mobicath 8.5 french. Generator parameters included power control mode at 25 watts on the posterior wall and 30 watts on the anterior wall with temperature cut-off at 40 degrees celsius. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the time of injury is unknown. Irrigated catheter flow was set on 8 ml/min while ablating at 30 watts or less and 15 ml/min while ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds.